Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value at the time of incident was 500 mg/dl and current blood glucose was 567 mg/dl. Customer reported that her blood glucose has been running high for a few hours. Customer was assisted with troubleshooting and corrected the time issues in the insulin pump. Customer treated blood glucose with bolus from the insulin pump. The device will not be returned for analysis.